Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired the emergency button on the joystick. It was also noted that the foot switch needed replacement. Replaced foot switch. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800md system displays a joy stick error on the workstation right monitor. It was noted that at this time the system is working as expected. There was no report of pt injury.